Event description:
The customer reported that the system displayed a generator error message in the middle of a procedure. This error message will cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Replacement parts were ordered. No conclusion can be drawn as repair info is unavailable at this time.